Event description:
This lead was implanted (B)(6) 2007. A call to technical services on 6/13/12 states that the lead is fractured. No other information is available. The lead remains implanted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).